Event description:
It was reported that approximately two day post-implant the patient died of causes that are currently unknown. Reportedly, following the successful implant of a bifurcated device, an infrarenal aortic extension, a suprarenal aortic extension and two limb extensions, angiographic images revealed what was believed to be bilateral type iii endoleaks between the junctions of the limb extensions and the bifurcated device. The physician placed two additional limb extensions on the left side and one additional limb extension on the right side; however, an endoleak was still present on the left side at the end of the procedure. The physician elected to monitor the patient. The patient was transferred to the intensive care unit, where reportedly the patient died two days later.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.